Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: low readings, e-2. No defect found on returned meter. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 13-jul-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 57, 37, 33, 30 and 27 mg/dl. The customer¿s expected fasting blood glucose test result range is 120-134 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer reported medical attention due to the low blood glucose test results obtained. Customer stated she had contacted her doctor's office after obtaining the low blood glucose test results on (B)(6) 2021. Customer had spoken with the nurse who had advised her to drink some orange juice and go to the ER. The customer's blood glucose test result when at the ER was 210 mg/dl non-fasting. Customer did not receive any medical treatment and no diagnosis was given. There were no recommended changes to the customer's medical treatment plan. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 05/17/2022 and test strips were opened one month prior to call. The meter memory was reviewed for previous test result history: (B)(6).